Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the reliant device. The exact size of the device is unknown. Survey results from an cardiovascular surgeon in practice 18 years, who has used the reliant device for expansion of vascular prostheses 850 times in total of which 55 of those times were in the last 12 months. During use of the reliant for expansion of vascular prostheses (assisting in the expansion of self-expanding stent grafts), the fol lowing complications were encountered; stent graft migration (2 times, both assessed as related to device) the physicianfound the migration events somewhat concerning and not at all concerning. The physician stated in relation to the migration event, it was due to rr during ballooning, distal migration of stent graft. Of the above complications reported, some of these are listed as having been reported to medtronic previously. Due to limited information these are included in reporting. No further information has or will be provided.